Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for ipg eri was not confirmed. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps. Despite the ipg not declaring eri, a longevity calculation was performed. The longevity estimate indicated that the ipg has normal battery depletion based on patient¿s settings. The ipg was functionally tested and passed all testing. Correction: manufacturing reference number 1627487-2022-01835 should not have been reported as a medical device report (MDR) after additional information received confirmed that based on parameters obtained, product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.